Event description:
On (B)(6) 2011, the pt had an ipp device removed and a spectra device implanted. On (B)(6) 2011, a response was received that stated the reason for the revision was "increased penile/scrotal pain; pending replacement of spectra to a 700 series device." Further info received on (B)(6) 2011, indicated that the ipp device was replaced due to infection. The spectra device "was implanted as a placeholder," until the pt could have an ipp device reimplanted. It was indicated that the complaint of "increased penile/scrotal pain" was associated with the spectra device. A revision surgery was scheduled, but was canceled due to the pt's high blood sugar levels. As of (B)(6) 2011, the spectra remains implanted.

Manufacturer narrative:
Note: the ipp device removal on (B)(6) 2011, was reported on ams quarter 2 asr report sent on (B)(6) 2011. It was reported as being removed due to pain (B)(4). An update report will be sent for (B)(4) on ams' quarter 4 asr report indicating the ipp was removed due to infection. Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.